Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) mfrs the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group deutschland received a report that the double head pump touch screen was unresponsive during a maintenance call at the facility. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative performed software testing and was able to reproduce the issue. The touch screen was replaced with a new led display, gasket, and ribbon cable to resolve the issue. No further recurrences have been reported with this unit. Photographs of the replaced device were taken and sent to livanova (B)(4) for evaluation. During review of the photographs, it was concluded that fluid ingress was the cause of the reported issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) has implemented a CAPA (B)(4) for this type of issue.

Event description:
Sorin group (B)(4) received a report that the double head pump touch screen was unresponsive during a maintenance call at the facility. There was no pt involvement.